Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required; no other complaints of this nature have been received for the reported part/lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during reaming of the im canal for a tibial nail procedure, the reamer became stuck inside the canal, and then fractured into two pieces. The distal fractured piece of the reamer was stuck inside the patient's bone, but was successfully removed. There was a thirty minute delay to procedure to remove the fractured piece, and the next larger size reamer was available and utilized to successfully complete the procedure.